Event description:
A percutaneous coronary intervention (pci) in the left anterior descending artery was performed three days post myocardial infarction. An intravascular ultrasound (ivus) catheter properly imaged and the lad prior to surgery which reportedly looked "fine". The ivus catheter was reported to be in the guide catheter when contrast was injected into the pt. After the contrast was injected, it was noted that there was no flow down the lad. The pt began to "crash" and was treated with bare metal stents which successfully re-established flow down the lad. Approx four hours later, the pt expired. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The lot number of the device is unk, therefore, the expiration date and device manufacture date cannot be determined.